Event description:
Per the clinic, the patient experienced an infection and pain at the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent abutment removal procedure on (B)(6) 2021.